Manufacturer narrative:
Spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("severe cramping") and genital haemorrhage ("abnormal heavy bleeding") in a 31-year-old female patient who had essure (batch no. 893011) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: depo provera. Concurrent conditions included haemorrhagic ovarian cyst. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2015, 3 years 4 months after insertion of essure, the patient experienced ovarian cyst ("right ovarian cyst"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain / heavy painful cramping"), menorrhagia ("abnormal prolonged menses"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), pelvic pain ("pain"), migraine with aura ("migraine-behine eye"), headache ("headaches,") and menstrual disorder ("abnormal periods lasting months."). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, genital haemorrhage, ovarian cyst, dysmenorrhoea, menorrhagia, vaginal haemorrhage, pelvic pain, migraine with aura, headache and menstrual disorder outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine with aura, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2015, plaintiff sought medical attention for her symptoms. Since her removal surgery, almost all of plaintiff's symptoms have resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2015: essure coils were present in both fallopian tubes on (B)(6) 2015, transabdominal pelvic ultrasound report normal. On (B)(6) 2015, surgical pathology report uterus and fallopian tubes: cervix: chronic endocervicitis. Endometrium: proliferative phase endometrium with evidence of breakdown. Myometrium: superficial adenomyosis. -fallopian tubes: no pathologic diagnosis. Gross description: the bilateral cornu and fallopian tubes have metallic coil shaped implants (essure). (B)(6) 2013: colposcopy-abnormal pap. (B)(6) 2015: endometrial biopsy-menorrhagia; dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-aug-2018: quality safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("severe cramping") and genital haemorrhage ("abnormal heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2015, 3 years 4 months after insertion of essure, the patient experienced ovarian cyst ("right ovarian cyst"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain") and menorrhagia ("abnormal prolonged menses"). The patient was treated with surgery (she underwent total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, genital haemorrhage, ovarian cyst, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, genital haemorrhage, menorrhagia and ovarian cyst to be related to essure. The reporter commented: on (B)(6) 2015, plaintiff sought medical attention for her symptoms. Since her removal surgery, almost all of plaintiff's symptoms have resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2015: essure coils were present in both fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('severe cramping') in a 31-year-old female patient who had essure (batch no. 893011) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: depo provera. Concurrent conditions included haemorrhagic ovarian cyst. On (B)(6) 2012, the patient had essure inserted. On (B)(6)2015, the patient experienced ovarian cyst ("right ovarian cyst"), 3 years 4 months after insertion of essure. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal heavy bleeding"), dysmenorrhoea ("severe menstrual pain / heavy painful cramping"), menorrhagia ("abnormal prolonged menses"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), pelvic pain ("pain"), migraine with aura ("migraine-behind eye"), headache ("headaches,"), menstrual disorder ("abnormal periods lasting months.") And hair colour changes ("have crazy white strands all over"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the abdominal pain lower, genital haemorrhage, ovarian cyst, dysmenorrhoea, menorrhagia, vaginal haemorrhage, pelvic pain, migraine with aura, headache, menstrual disorder and hair colour changes outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, genital haemorrhage, hair colour changes, headache, menorrhagia, menstrual disorder, migraine with aura, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6)2015, plaintiff sought medical attention for her symptoms. Since her removal surgery, almost all of plaintiff's symptoms have resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6)2015: results: essure coils were present in both fallopian tubes. Diagnostic results: on (B)(6)2015, transabdominal pelvic ultrasound report normal. On (B)(6)2015, surgical pathology report uterus and fallopian tubes: cervix: chronic endocervicitis. Endometrium: proliferative phase endometrium with evidence of breakdown. Myometrium: superficial adenomyosis. -fallopian tubes: no pathologic diagnosis. Gross description: the bilateral cornu and fallopian tubes have metallic coil shaped implants (essure). (B)(6)2013: colposcopy abnormal pap (B)(6)2015: endometrial biopsy-menorrhagia; dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: social media received : following event was added : have crazy white strands all over. Reporter information added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("severe cramping") and genital haemorrhage ("abnormal heavy bleeding") in a 31-year-old female patient who had essure (batch no. 893011) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: depo provera. Concurrent conditions included haemorrhagic ovarian cyst. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2015, 3 years 4 months after insertion of essure, the patient experienced ovarian cyst ("right ovarian cyst"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain / heavy painful cramping"), menorrhagia ("abnormal prolonged menses"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), pelvic pain ("pain"), migraine with aura ("migraine-behine eye"), headache ("headaches,") and menstrual disorder ("abnormal periods lasting months."). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, genital haemorrhage, ovarian cyst, dysmenorrhoea, menorrhagia, vaginal haemorrhage, pelvic pain, migraine with aura, headache and menstrual disorder outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine with aura, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2015, plaintiff sought medical attention for her symptoms. Since her removal surgery, almost all of plaintiff's symptoms have resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan, on (B)(6) 2015: essure coils were present in both fallopian tubes on (B)(6) 2015, transabdominal pelvic ultrasound report normal. On (B)(6) 2015, surgical pathology report uterus and fallopian tubes: cervix: chronic endocervicitis. Endometrium: proliferative phase endometrium with evidence of breakdown. Myometrium: superficial adenomyosis. Fallopian tubes: no pathologic diagnosis. Gross description: the bilateral cornu and fallopian tubes have metallic coil shaped implants (essure). (B)(6) 2013: colposcopy-abnormal pap. (B)(6) 2015: endometrial biopsy-menorrhagia; dysmenorrhea. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received, demographic added, product indication updated, lot number added, event added- vaginal haemorrhage, menorrhagia, migraine behind eye, headache,, device monitoring procedure not performed and menstrual irregular. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.